Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record was reviewed and showed that there were no issues related to this issue neither on the product nor its components during the manufacture of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluated the sample involved on this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. Customer complaint cannot be confirmed due the lack of sample. If defective sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the tubing slips off and becomes easily disconnected from the connector.